Event description:
During a thoracotomy on three different instruments the alignment pins apparently would not totally engage. There was no consequence to the pt.

Manufacturer narrative:
Based on the info received and the visual resutls, it was concluded that the retaining pin was not fully forward prior to dialing the adjusting knob into firing range. This is evidenced by the visible damage to the three instruments. It should be noted that as the instrument is shipped in the locked out position, it is imperative that the retaining pin must be fully forward and completely into the anvil hole prior to dialing th e adjusting knob into firing range. The gray retaining pin tab must be fully flush against the distal end of the track. This will unlock the instrument and allow the instrument to perform as designed. Manufacturing and engineering have been notified of the reported incident. Co strives to understand each incident as it is reported in order to continuously improve co's products.